Manufacturer narrative:
(B)(4).

Event description:
Additional information received from a healthcare professional reported that the patient was re-implanted with right subthalamic nucleus deep brain stimulation on (B)(6) 2015. The patient was receiving effective therapy at that time. The right deep brain stimulator had been replaced due to an open circuit on contact one.

Manufacturer narrative:
Concomitant medical products: product ID: 64001, lot# n269145, implanted: (B)(6) 2010, product type: adapter. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. Product ID: 3387-40, lot# j0306938v, implanted: (B)(6) 2003, product type: lead. Product ID: 37601, serial# (B)(4), implanted: (B)(6) 2010, product type: implantable neurostimulator. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2003, explanted: (B)(6) 2015, product type: extension. Product ID: 3387-40, lot# j0327016v, implanted: (B)(6) 2003, explanted: (B)(6) 2015, product type: lead. Product ID: 64001, lot# n269145, implanted: (B)(6) 2010, explanted: (B)(6) 2015, product type: adapter. (B)(4).

Event description:
The healthcare provider (hcp) reported via the manufacturer representative (rep) that the patient's entire right system was explanted and would be replaced two weeks from (B)(6) 2015. This was due to a lack of "optimal therapeutic benefit." The system also had a short, but this was not the reason for the replacement. Follow-up from the rep reported that re-implant would take place "in a month or so." It was unknown when the issues began or what troubleshooting was done. The patient's indication for use was parkinsonian tremor.